Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a low anterior resection procedure the customer had difficulty removing the stapler from the anastamosis and the staples did not form properly. The customer observed that the staple line was not intact. Procedure was completed with an additional contour curved stapler to perform additional proximal and distal firings on the rectum, and then fired an additional like device. There were no patient consequences reported. No device will be returned.